Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If samples are returned after this time, an investigation will be performed and a supplemental report will be filed.

Event description:
It was reported that the employee thought the safety mechanism of the suspect device was engaged but was stuck when she was placing it in the biohazard bucket. The source patient had post exposure lab work done for hiv and hepatitis c. All labs were negative for infectious disease.